Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the atrial lead was found to be dislodged when the device was checked the morning after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.